Event description:
It was reported that t: slim x2 pump battery would not charge, and pump did not recognize charging connection despite use of confirmed working wall outlet, tandem charging cable, and tandem wall adapter, with a power source alert noted in pump history. There was no reported impact to the customer¿s blood glucose level. Customer received replacement tandem charging cable and wall adapter, then changed both charging supplies, after which pump began charging without shutdown, and no further assistance was required, though initial notes indicated customer would have needed to follow up with healthcare provider if battery had depleted before replacement supplies were received.